Event description:
It was reported that the right atrial lead had dislodged. It was noted that the lead exhibited high pacing impedance and high capture threshold. Dislodgement was confirmed via x-ray. The physician decided to revise the lead. During the procedure, it was noted that the helix was difficult to extend and retract. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found a complete lead was returned in one-piece. Visual examination fount the helix extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix being clogged with blood/ tissue. The reported events of high pacing impedance, and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted with the exception of procedural damage.

Manufacturer narrative:
Correction - e1 - address and customer contact information corrected to correct information.